Event description:
The customer reported an unknown number of false positive results with the ID now covid-19 assay on unknown dates with two different ID now covid-19 instruments. This is report one (1) of two (2). Confirmation pcr testing was performed (platform and sample type unknown) which generated negative results. The customer indicated that treatment decisions were not made until the pcr results were obtained. Although requested, no additional information regarding patient health status or outcome was provided.

Manufacturer narrative:
Additional information: event date is an approximation. Similar product to 190-000 the remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference related MFR. Report number: 1221359-2022-02934.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as a kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible root cause is cross contamination.